Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the blackbox history indicated that the patient manually changed the date from (B)(6) 2011 to (B)(6) 2011 at 13:54. Due to date manually change; the total daily dose did not have record for dates (B)(6) 2011 and (B)(6) 2011.

Event description:
The patient's spouse contacted animas alleging missing data in subject pump. The reporter claimed pump is missing date for dates of (B)(6) 2011. At the time of troubleshooting, the patient confirmed the pump's date and time was not resetting with pump battery change. During review of pump tdd history, it was noted there are 2 days of records for (B)(6) 2011 and no associated alarms in history menu. The patient's spouse claimed she last replaced pump's batter on (B)(6) 2011 and has not made any changes to pump's time/date settings. There was no reported patient impact associated with this complaint.